Event description:
It was reported that approximately 1 year and 7 months post initial implantation, the patient underwent a revision surgery due to femoral implant loosening. Due diligence is in progress for this complaint; no further additional information or product has been received at the time of this report.

Manufacturer narrative:
(B)(4). D10: associated medical devices: femur cemented cruciate retaining (cr) narrow left size 5; item#: 42502005801; lot#: 65594368. Tibia cemented 5 degree stemmed left size c; item#: 42532006401; lot#: 65850326. Stem extension tapered cemented 14 mm diameter +30 mm length; item#: 42557000114; lot#: 65996857. All poly petella standard cemented size 29 mm diameter 8.0 mm thickness; item#: 00597206529; lot#: 65840350. Articular surface medial congruent (mc) left 13 mm height use with tibia sizes c-d/cr femur sizes 4-5; item#: 42512100313; lot#: 65580509. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The reported products were reviewed for compatibility with the cement no issues noted. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per the complaint trending process. Radiographs were provided and reviewed by a radiologist. The review identified a single lateral x-ray view of the knee dated six weeks before the revision surgery was performed. Cemented total knee arthroplasty components are present. Sagittal alignment of components is standard as visualized on the lateral projection. The patella is low-lying. As visualized on the lateral projection, there is a paucity of cement in knee society femoral zones 1 and 2 and tibial zones 3a and 4a. Radiolucent lines consistent with artifacts are present at both femoral and tibial bone-soft tissue, metal-soft tissue, metal-bone and cement-bone interfaces. These artifacts limit assessment for radiolucencies due to prosthesis component loosening. Based on the available lateral radiograph, prosthetic component loosening can neither be confirmed or excluded. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.